Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the battery handpiece device had unintended activation/motion. It was further observed that the device was making unexpected noise. It was further determined that the device failed pretest for checking for unintended motion, and checking function of all possible modes with power module and lid. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition of unintended activation/motion identified during service and evaluation is confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).